Event description:
It was reported that the customer had used the device in a hospital and had a horrible experience. They stated that their genital area had been suctioned so tightly that it caused bruising and tore some of their skin when the device was finally removed. This occurred even after a nurse had applied lubricant to reduce and release the suction, and the customer noted that the machine had already been turned off at that point.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. Corrections made to tab d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had used the device in a hospital and had a horrible experience. They stated that their genital area had been suctioned so tightly that it caused bruising and tore some of their skin when the device was finally removed. This occurred even after a nurse had applied lubricant to reduce and release the suction, and the customer noted that the machine had already been turned off at that point.